Manufacturer narrative:
Medtronic received additional information that the gas mixer component was referring to the air-oxygen mixer. The patient underwent a ventricular septal defect (vsd) closure procedure. Sodium chloride (nacl) 0.9% were used in prime or during the case. The patient was ventilated due to the issue with the oxygenator. As the customer had to replace the oxygenator, the patient needed to be ventilated during that time. The ventilation was not a normal part of the procedure. The device was replaced to complete the procedure. The second oxygenator ran successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a pixie oxygenator, it was reported that the customer started running the extracorporeal circulation when the act reached greater than 400 seconds. The oxygen and compressed air pressure through the air mixer was guaranteed. The air flow setting through the artificial lung was 0.6 liters/minute with the fraction of inspired oxygen (fio2) at 100%. The customer gradually opened the vein to allow the patient's blood to return to the reservoir while they gradually increased the blood pump flow into the aorta to a maximum of 1.2 liters/minute. At this time, the customer observed the blood flow on the arterial line coming out of the bright red artificial lung. The oxygen saturation (spo2) fluctuated between 96% and 100%. The patient's circulation was completely dependent on the circulation extra-corporelle (cec) circuit. About 5 minutes later, the customer observed no color difference between the blood flow from the patient to the machine and the flow pumped to the aorta. The blood appeared as the same dark color. The spo2 tended to gradually decrease from 99% to 93%. The customer suspected that the air mixer was defective. The customer immediately increased the air flow from 0.8l/min to 1.5l/min and then replaced another gas mixer but the arterial blood flow color did not change. The customer let the patient breathe on the ventilator again while they gradually blocked the blood flow back to the machine, they pumped blood back to the patient and reduced the pump flow to 0.01l/min. At this time, the spo2 gradually increased to 96%. The blood gas test through the artificial lung showed that the partial pressure of oxygen (po2) was 68mmhg and the partial pressure of carbon dioxide (pco2) was 33.7mmhg. It was determined that the blood could not be oxygenated due to the artificial lung. The examination did not show blood clots or a fluid leakage in the air outlet. The use of the device was unspecified.